Event description:
After the delivery of patient's head the mechanism to release suction did not work (vacuum assisted delivery). After the patient was delivered the neck of the suction cup was cut with scissors to release the suction. The total amount of suction time was a few minutes. The apgars were 8/9. The patient was stable on admission to unit.